Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. It was reported that the patient¿s controller showed a message stating that the pod was unable to connect, the patient attempted to place a new pod, however they received the same message. The patient¿s blood glucose levels rose above 400 mg/dl and they also experienced vomiting. The patient was treated with an intravenous insulin drip. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received not deployed. The download data showed the pod delivered 0 pulses and was in pod state 15, indicating the pod was successfully awakened by the user but did not complete activation. The pod was reset, paired with an unused pdm, delivered a 5u bolus, and deactivated with no issues. The pod successfully communicated with the master pdm and an unused controller throughout the investigation. No communication errors occurred during rerun. The investigation found no damages or deficiencies that would result in a communication error after awakening. It could not be conclusively determined what caused the reported communication error at startup.